Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he could not hear from his audio processor (ap) over the weekend when his head was turned to the left. In all other positions, he could hear from the ap. Clinic visit showed that the user could not hear from the at ap all. Follow-up with the surgeon is booked for late august.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient has no longer benefit with the device. In situ measurements are indicative of a device malfunction. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user reported that he could not hear from his audio processor (ap) over the weekend when his head was turned to the left. In all other positions, he could hear from the ap. At the clinic, the user could not hear from the ap at all. Follow-up with the surgeon was booked for late august. Despite being requested no further information has been received so far.